Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD)'s anti-tachycardia pacing (atp) did not convert an arrhythmia. A shock converted the rhythm. Technical services (ts) reviewed the reports and noted that it is unclear if the rhythm was ventricular tachycardia (vt) or supraventricular tachycardia (svt). Ts discussed reprogramming options. The device remains in use. No adverse patient effects were reported.